Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the screen was frozen on the "1, 2, 3" lock screen. The customer also reported that the pump was continuously sounding a high-pitched beeping noise. The customer confirmed that an alternate method of insulin delivery was available. The customer's blood glucose level was in the 400 (mg/dl) range.

Manufacturer narrative:
The failure investigation has been completed and the alleged noise issue was verified. Based on the analysis, the alleged wake button and touch screen issues could not be verified.